Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was reported to be high due to the malfunction suspending insulin delivery. Customer declined to provide any more information regarding their high bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.